Event description:
It was reported that a patient presented in clinic for device followup after receiving patient notifier for non sustained lead noise. The noise was not reproducible. Reprogramming of the device and dft testing will be performed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.